Manufacturer narrative:
Correction: annex b: b21, annex c: c21, annex d: d16. Additional information: device available for eval? Returned to manufacturer on, device eval by manufacturer? And manufacturer narrative. Annex a: a25, annex b: b01, b14, annex c: c19, annex d: d14, annex g: g07001. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the reported incident of the pump module failed to alarm was not confirmed or replicated during device testing. The external and internal inspection did not find any existing malfunctions. No anomalies were observed with the air detection system. Laboratory testing of the source pump modules air-in-line (ail) detection system confirmed that the device accurately detected both single and accumulated air boluses within specification. The suspect device triggered air-in-line and accumulated air alarms as designed and remained within performance specifications. The source pump modules air detection system was tested using the air in line threshold product analysis procedure (B)(4). The pump modules air detection system was observed operating within specification. A log review was performed. The reported date and time correspond to (B)(6) 2025 at 15:40 hrs. The following information was observed during the analysis: at 1:45 pm, an infusion was programmed with the following parameters: rate: 100 ml/h, volume to be infused (vtbi): 284 ml, at 2:03 pm, a new infusion was programmed with the following parameters: rate: 165 ml/h, vtbi: 255.746 ml, primary volume infused (pvi): 28.254 ml, at 3:36 pm, the second infusion was successfully completed with a pvi of 284.014 ml. Subsequently, a new infusion was programmed with the following settings: rate: 165 ml/h, vtbi: 20 ml, at 3:41 pm, the infusion was paused, the channel was powered off, and the device was removed from the pcu. At that time, the pvi displayed was 297.927 ml. No errors or failures were recorded during the analysis. Bd alaris pcu unit, model 8015 and alaris pump module, model 8100 technical service manual states that when the accumulated air-in-line option is set to disable, the system sounds an alarm only when it detects an air bolus larger than the bolus size set as the air-in-line detection threshold either 50, 75, or 250¼l. (In anesthesia mode only, the threshold value can be set to 500¼l.) See section 2.5.3 air-in-line settings. The air-in-line detection threshold specifies the amount of air that can pass through the detector in a single bolus before an alarm sounds. In normal use, the threshold can be set at 50, 75, or 250l. The default setting is 75l. (In anesthesia mode only, the threshold value can be set to 500l). The bd alaris system with guardrails user manual v12.3.1 states: air detection algorithms aim to detect bubbles of approximately the setting size. Not all bubbles are exactly that size. Some bubbles smaller than the setting may trigger an alarm. Some slightly larger bubbles may not cause an alarm. Warning: select the profile (care area) where the patient will be taken following anesthesia to prevent an incorrect profile from being used. Tips to reduce air in line (ail) alarms (tip sheet) the devices were in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Root cause: the root cause of the reported pump module failed to alarm could not be confirmed. No anomalies were observed with the pump module that would contribute to the reported event. The returned pump module was found to be detecting air-in-line within specification. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported there was a failure to alarm issue when an air-in-line sensor failed. On (B)(6) 2025 at approximately 1540 packed red blood cells (prbcs) was ordered to run at a rate of 100ml/hr, then 160ml/hr for 15 mins. The total volume to be infused was approximately 297ml (per epic calculation). There were no other infusions running at the time of the event. There was patient involvement but no harm.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported there was a failure to alarm issue when an air-in-line sensor failed. On (B)(6) 2025 at approximately 1540 packed red blood cells (prbcs) was ordered to run at a rate of 100ml/hr, then 160ml/hr for 15 mins. The total volume to be infused was approximately 297ml (per epic calculation). There were no other infusions running at the time of the event. There was patient involvement but no harm.